Event description:
Boston scientific received information that there was oversensing of noise on the right atrial channel creating inappropriate atrial tachy response episodes. Since they were unable to reproduce noise, the physician has opted to monitor the patient. High threshold measurements of 3.5 volts were also observed. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.